Event description:
It was reported that the patients stimulator turned off by itself. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients stimulator turned off by itself. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.